Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. ((B)(4)). (B)(6). [Conclusion]: the healthcare professional reported that during the emergency coil embolization of a basilar tip aneurysm with moderately tortuous vessel, the 1 mm x 2 cm galaxy g3 mini coil (glm910020 / l12201) was the 7th coil which was a finishing coil. When the coil was inserted into the microcatheter (sl-10® microcatheter, stryker), there was resistance. The physician inserted the coil slowly, but the distal end of the coil introducer split, and the coil delivery wire became protruded. It was confirmed that the device was not kink or bent prior to the reported event with the resistance/friction. The microcatheter was not kinked or bent prior to use. The coil was replaced with another 1 mm x 2 cm galaxy g3 mini coil (glm910020 / lot# unknown) and the procedure was successfully completed without further issues or delay. There was no report of patient complications as a result of the reported event. The procedure was conducted in accordance with the instructions for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. The galaxy g3 mini coil was returned for evaluation. The investigational finding is documented below. Investigation summary: the non-sterile 1 mm x 2 cm galaxy g3 mini coil was returned contained in a pouch. The returned device underwent visual inspection. The hub was inspected and was noted to be without any damage. The device positioning unit (dpu) was observed kinked at 121 cm from the proximal end. The resheathing tool was inspected and was found in good, normal condition. The coil introducer was not damaged; it was unzipped, and the embolic coil was received inside the introducer. Part of the extended coil was found outside the introducer and was observed to be kinked. The device underwent microscopic inspection. The v-notch was found in good condition. The resistance heating (rh) and the articulation join were inspected through the microscope through the introducer. The rh was not heated, and the articulation joint was in good condition. The embolic coil was noted to be kinked; the extended coil was confirmed kinked under the microscopic inspection. The device could not undergo functional analysis because the extended coil was outside of the introducer and is kinked. A review of manufacturing documentation associated with this lot (l12201) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The reported event that the coil encountered resistance/friction could not be confirmed through functional analysis as the device could not be tested due to the kinked condition of the extended coil which prevent the resheathing of the introducer. The reported issue that the coil introducer split, and the coil delivery wire became protruded was confirmed as the introducer was observed partially unzipped. The exact cause and time that this occurred could not be conclusively determined. The kinked extended coil, the dpu and the embolic coil may have contributed to the reported issue with the resistance friction. The kinked condition of these components may have been caused by inadvertently applied excessive force. Coil kinked and is a known potential issue associated with the use of the device. The instruction for use provides proper handling instructions for the device to prevent issues such as kink from occurring. The coil was not originally reported with the complaint. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the observed kink on the embolic coil could not be conclusively determined; however, the likely cause is applied excessive force as indicated by the kinks observed on the extended coil and the dpu core wire. Devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 1 mm x 2 cm galaxy g3 mini coil left the manufacturing facility with the kink observed in the embolic coil. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the emergency coil embolization of a basilar tip aneurysm with moderately tortuous vessel, the 1 mm x 2 cm galaxy g3 mini coil (glm910020 / l12201) was the 7th coil which was a finishing coil. When the coil was inserted into the microcatheter (sl-10® microcatheter, stryker), there was resistance. The physician inserted the coil slowly, but the distal end of the coil introducer split, and the coil delivery wire became protruded. It was confirmed that the device was not kink or bent prior to the reported event with the resistance/friction. The microcatheter was not kinked or bent prior to use. The coil was replaced with another 1 mm x 2 cm galaxy g3 mini coil (glm910020 / lot# unknown) and the procedure was successfully completed without further issues or delay. There was no report of patient complications as a result of the reported event. The procedure was conducted in accordance with the instructions for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. The galaxy g3 mini coil was returned for evaluation which revealed that the coil was kinked based on the product analysis completed on 3/20/2019, this event has been deemed MDR reportable as a ¿malfunction.¿